Event description:
Healthcare professional reported right side waves, folds, rotation, change of device color, capsular contracture baker grade IV, and the "breasts are very hard, deformed and painful to touch." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side waves, folds, rotation, change of device color. Capsular contracture, baker grade IV. And the "breasts are very hard, deformed and painful to touch". The device has been explanted.

Event description:
Healthcare professional reported, right side waves, folds, rotation, change of device color. Capsular contracture, baker grade IV. And the "breasts are very hard, deformed and painful to touch". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: wrinkling of the skin: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Device appearance: observed white calcification on the device. Deformation: not observed because the device ruptured. Crease/folding of implant: observed crease fold on the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec) no further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side waves, folds, rotation, change of device color, capsular contracture baker grade IV, and the "breasts are very hard, deformed and painful to touch." The device has been explanted.